Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 10.5 years later that the patient presented emergently with abdominal pain and a CT showed complete loss of seal of the stent graft with large type ia endoleak and severe kinking at the flow divider. It was reported that the left limb had seal although the iliac artery had dilated distally the right limb was barely sealed proximally and had no seal throughout the majority of the limb . The aneurysm measured 60x76mm. A secondary procedure was carried out on the same date and the talent stent graft system was relined with an endurant ii stent graft system as treatment. Heli-fx endoanchors were also implanted and there was complete seal achieved in the aortic neck and it measured 31-36mm within 5mm. As per the physician, the cause of the event was due to progressive neck dilation. The patient had a 26mm stent graft in a proximal neck diameter of 31mm. No additional clinical sequelae were reported and the patient is fine.